Event description:
It was reported that during a total laparoscopic hysterectomy, there was loss of insufflation through the trocar. Unable to identify where the leaking was coming from; leaking sound was heard. Switched out the seal caps and the insufflation tubing and the leaking continued. Case was completed vaginally, due to the inability to obtain insufflation. Procedure was prolonged by approximately 30 mins. This occured during use with three different trocars. Additional info received after the initial report: after they finished the case, they went back up laparoscopically and at that time, the trocars worked perfectly. The surgeons figured that the vagina wasn't fully occluded and that the insufflation must have been leaking.

Manufacturer narrative:
Info anticipated, but unavailable at this time.